Event description:
It was reported that the surgeon commented about the powered circular device. Surgeon¿s comment: although we do not have actual data, the leakage rate of powered circular is clearly higher than that of a competitor device. I think it's also as a source since powered circular are often used in high-risk cases (the procedure on the lower area). ((B)(6) 2022). No matter the patient cause, competitor device is still better. Recently, we have been using a 28 mm competitor device to anastomosis, for patients who we consider to be a little risky, even if it is a little tight, and it has no problem. ((B)(6) 2022). No further information is available.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: the surgeon doesn't know the specific number of leak cases. In every rectum procedure, the leakage occurred after the operation. There was no cases which re-operation was performed due to the device issue. The surgeon's comment: when we had some problems, we found that cdhp was used when the issue occurred. Additional information was requested, and the following was received: how was the leak identified and addressed if no re-op was required? No further detailed information will be available. But reoperation was not required. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.